Event description:
Pt underwent bilateral mastectomies in approx 1982 for fibrocystic disease, with the insertion of bilateral silicone implants. In 1989 she underwent removal of the left implant due to rupture and replacement was done with another co's prosthesis. The right implant now appears to be ruptured on MRI evidence. The pt also has an elevated ana, bilateral capsular contractures and implant anxiety. For those reasons, she decided to have the silicone implants replaced with saline. On 4/5/95 she underwent removal of implants. The breast capsule on the right side was found to contain a ruptured silicone implant. The capsule was entered and the ruptured implant was removed in such a manner as not to spill any of the silicone into the surrounding tissues. The implant was clearly ruptured and a capsulotomy was performed. After completion, a new saline implant was placed.